Event description:
Boston scientific received information that this implantable lead experienced difficulty upon removal from the associated device header during a replacement procedure. Saline and mineral oil were utilized to loosen the lead and after some time of working the lead back and forth it finally released from the header. Upon extraction, the terminal pin had separated from the body of the lead exposing the inter conductor wires. This lead was severed distal to the terminal pin and capped. A new lead was inserted successfully. No adverse patient effects reported.

Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.